Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wires, however, for clarification the damaged instrument component was a loose pitch cable. The pitch cable was found loose at distal clevis hub. Both cable crimps remained in the clevis and no damage was found on cable. Upon housing removal found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. Electrical continuity passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s procedure, broken wires were noted on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.